Event description:
Dressing changed (B)(6) 2025, posey and steristrips saturated. Leaking and cracked (B)(6) 2025 xray noted PICC coiled on itself, receiving abx, ceftazidime.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.